Event description:
A representative from the purchasing department reported that during a surgical procedure, the cylinder tank knob was spinning which resulted in an alternative gas being used for the procedure. According to the purchasing personnel, the patient was reported to be "fine". In a follow up, the purchasing representative reported that since the patient's status remained "fine", the surgeon would not be completing the follow up questionnaire.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The surgeon was unwilling to complete the follow up questionnaire. This report was mailed to FDA on: (B)(4) 2012. The manufacturer internal reference number is: (B)(4).